Event description:
It was reported to covidien that the unit alarms could be heard, but sporadically the volume of the alarm sound is very quiet. There was no patient involvement.

Manufacturer narrative:
Covidien service found the main board was defective, the speakers were fine. The n595 is no longer manufactured. At the customer's request, the unit is to be disposed of. (B)(4).